Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a ext set, smallbore with clave where it was the silicone clave was sunken and leaked from clave. There was leakage at the drip chamber. The set was replaced and therapy resumed without any problem. The concomitant drug used was an antibiotic. The event occurred during infusion. Device was not reprocessed or re-sterilized. There was patient involvement, but no harm reported.

Manufacturer narrative:
Received one used 011-c3302 ext set smallbore with clave. The seal on the clave was not stuck down as received. No defects or anomalies noted. No mating devices were returned for inspection. The set was leak tested per product specifications. There was no leakage. The clave was disassembled, and no defects or anomalies were found. The reported complaint was unable to be replicated or confirmed. A device history lot # review could not be conducted because no lot number(s) was/were identified.